Event description:
It was reported that this right ventricular (rv) lead recently an exhibited elevated, out-of-range pacing impedance measurement (greater than 2,000 ohms) that had been increasing steadily since 2019. Additionally, high capture threshold measurements were noted. Boston scientific technical servies (ts) was contacted and provided in-clinic troubleshooting options for assessing the lead integrity, such as via isometrics, provocative manipulations, and/or diagnostic imaging. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.